Event description:
It was reported while using the bd micro fine¿ pro pen needles 32g x 4mm (70 count) sometimes the drug does not come out at the point of emptying. The following information was provided by the initial reporter, translated from japanese to english: it was reported that an enquiry was received from a patient using tresiba flextouch and novolapid injection flextouch. She said that sometimes the drug does not come out at the point of emptying, and that she has been able to use the needle without any problems after reattaching another needle.

Manufacturer narrative:
H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles 32g x 4mm (70 count) sometimes the drug does not come out at the point of emptying. The following information was provided by the initial reporter, translated from japanese to english: it was reported that an enquiry was received from a patient using tresiba flextouch and novolapid injection flextouch. She said that sometimes the drug does not come out at the point of emptying, and that she has been able to use the needle without any problems after reattaching another needle.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.